Event description:
The customer reported the unit shutdown while on a patient. The device was in use at the time of the event; however, no patient or user harm reported. The event log shows diagnostic code "system shut down" and "running on internal battery." The diagnostic error code "running on internal battery" happened prior to "system shut down", which occurred when the ventilator was powered off. The battery was manufactured in february 2018, and has only 14.23 volts, and it was charged. The remote service engineer (rse) recommended to charge the battery and to inspect the power cord. The rse also recommended the customer to perform a performance verification testing (pvt). The rse spoke to customer, and they had the unit run over night to charge the battery. In the morning, he checked the battery, and it shows 93%, and around 16 volts. The charging led was still flashing. The customer replaced the battery and within an hour, the charging led stopped flashing and the battery was at 16.7 volts and at 100%. The customer replaced the main battery and after two hours the battery indicator was solid. They did a complete preventive maintenance (pm) all values are good. The customer ran the v60 in nominal vent setting with a quick-lung for 24 hours with no duplications of the vent shutting down. The unit has returned to service.